Event description:
Boston scientific received information that the patient received an inappropriate shock due to oversensing of the small amplitude signal. At the time of the shock the patient was lying on their side. They were able to recreate this occurrence when the patient lies down. It was noted that the patient had lost 40 pounds and was experiencing discomfort of the pocket. This was thought to be due to migration of device. The device was reprogrammed to a different vector. Approximately four months later the system was electively repositioned to more posterior location and a pouch was utilized in an attempt to minimize migration of the device. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Add'l info was received that the continued low r wave and p wave amplitude resulted in t wave oversensing and another inappropriate shock was delivered. Subsequently the sensing vector was reprogrammed and the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Add'l info was received that the oversensing continued to occur after the system was repositioned and resulted in two intricated episodes. The shock zone was increased and they will continue with normal f/u visits. No adverse pt effects were reported.